Event description:
It was reported by the distributor that when the device package was opened a white powder covering implant handle and throughout the whole container. Another device was requested by the surgeon. No other details provided.

Manufacturer narrative:
This report is being submitted in accordance with the requirements of 21 cfr part 803. The information contained herein is based on data available to caldera medical at the time of submission and may not have been fully investigated or independently verified prior to the required reporting deadline. Submission of this report does not constitute an admission or conclusion by caldera medical that the product caused or contributed to the reported event. The investigation remains ongoing. In accordance with manufacturing procedures, trays are inspected against a black background, and no particles were noted during these inspections. A final inspection of the product is also performed to verify product integrity. All mesh devices were sterilized using ethylene oxide, and the products were confirmed to meet specifications at the time of release. A review of the manufacturing records indicates that all products released during the relevant timeframe were manufactured in accordance with approved procedures and met all established specifications during both manufacturing and quality release processes. As the product was not returned for evaluation, no definitive conclusions can be drawn regarding the reported event at this time. The investigation will continue, and this report will be updated should additional information become available. The manufacturing number is (B)(4).

Manufacturer narrative:
Additional information: d4, d5, h3, h5, h6, h11. DHR review: a manufacturing record evaluation was performed for the finished device lot number 3945025 (product code tvtrl), and nr-0254780 was found. Nr reviewer has reviewed the nr file and has concluded, based on the information available in the nr file, that nr- investigation results: "DHR review neuchatel team received for evaluation two products of gynecare exact product code tvtrl and lot number 3945025. An investigation was performed on received product and on the batch record file. The devices were opened and manipulated as the original packaging was missing. The following items were returned: 2 needles, one prolene mesh, 1 workstation, 1 retainer and two lids with label. The box, IFU, 1 retainer, 1 workstation, 2 needles, one prolene mesh, 1 trocar and 2 blisters are missing. The lids are folded, the label attached to the lids corresponds to lot batch number on the complaint. No damage is observed on the plastic needles, needle tips, and prolene mesh. During the product evaluation, the neuchâtel team observed white particles in the primary packaging. A measurement of particles sizes has been performed with a tappi chart #ne1685, as follow: all particles measured were less than 0.4 mm² or 3 mm in length but not attributable to the product (mesh or white particle from the mesh generated during the manufacturing). No other defects were found during the product evaluation. According to the evaluation, this complaint is related to a manufacturing issue. The defect observed during the evaluation corresponds to the description of the event: (white powder) the complaint is confirmed and is related to manufacturing (class I defect as per wi-emqd10 rev.25). The powder has been confirmed to be from the underside of the tyvek adhesive - powder is created during transit when device/packaging is contacting underside of the tyvek material all materials used in these devices and packaging meet the biocompatibility requirements contained in iso 10993-I: "biological evaluation of medical devices - part 1: evaluation and testing" and on FDA general program memorandum #g95-I: use of international standard iso - 10993, "biological evaluation of medical devices - part 1: evaluation and testing." The white powder has been tested by a third-party laboratory for potential cytotoxicity concerns. It has been determined that the potential deposition of these particles into the patient would not significantly increase the risk of toxicity." The manufacturing number is (B)(4).